Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterrupted power supply (ups) did not boot up. The batteries were replaced, and the ups was then found to work as expected. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the uninterruptible power supply (ups) was not functioning as intended and the system would not boot up. There was no patient present when this issue was observed.